Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump and a manual injection and performed a supply change to address the issue, then went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.